Manufacturer narrative:
The results of the investigation concluded a tissue-like foreign material was present on the tip electrode. The material was removed and no visual anomalies were noted when inspecting the distal shaft and tip electrode. The catheter shaft deflected when manipulating the steering mechanism and met specifications for curve shape and steering force. Electrode 1 met specifications during electrical testing. The device met specifications prior to release from abbott manufacturing facilities as supported by the device history record. The cause of the foreign material on the distal tip remains unknown.

Event description:
During a procedure, a small piece of tissue remained on the distal electrode upon removal of the catheter from the patient. The catheter was placed in the coronary sinus for pacing and recording. At the end of the procedure, resistance was noted when the catheter was withdrawn from the patient, and a small piece of tissue was observed on the distal electrode. There were no adverse consequences to the patient.